Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The MFR did not received devices, x-rays, or other source documents for review. Since no lot numbers were received for the device related to this case, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info currently provided. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. (B)(4).

Event description:
It is reported that the pt underwent total left hip arthroplasty on (B)(6) 2007. It is also reported that the pt experienced pain and underwent a surgical revision on (B)(6) 2010. During surgery loosening of the acetabular cup was observed.